Event description:
A caregiver reported the customer (child), who was already in hospital for new diabetes diagnosis, had an error message, "scan again in 10 minutes," when scanning the adc freestyle libre 2 sensor on (B)(6) 2020. The customer subsequently started to experience paleness and sweating and was unable to treat themselves. A capillary blood glucose of 56 mg/dl was obtained on the hospital meter and the nurse provided the customer sugar water and biscuits for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (child), who was already in hospital for new diabetes diagnosis, had an error message, "scan again in 10 minutes," when scanning the adc freestyle libre 2 sensor on (B)(6) 2020. The customer subsequently started to experience paleness and sweating and was unable to treat themselves. A capillary blood glucose of 56 mg/dl was obtained on the hospital meter and the nurse provided the customer sugar water and biscuits for treatment. There was no report of death or permanent injury associated with this event.